Event description:
It was reported "on (B)(6) 2024, during the insertion, the doctor found the swg unraveled and catheter separated during use on the patient." The device was removed and replaced. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include: 3006425876-2024-01083 and 3006425876-2024-01005.

Manufacturer narrative:
Qn#(B)(4). The customer provided one image showing a defective guide wire and a 2-lumen catheter. The guide wire was observed to be unraveled and/or separated. The catheter body was observed to be cut towards the distal end. The customer also returned one guide wire and a 2-lumen catheter for analysis. The returned components appear to match the components pictured in the customer supplied photo. Signs of use in the form of biological material were observed on the guide wire and inside the catheter body. Visual analysis of the catheter revealed a large cut from the skive holes to the juncture hub. Microscopic examination revealed that the edges of the cut were smooth and uniform, which is damage consistent with contact with a sharp instrument (i.e. Scissors, scalpel, etc.). The catheter body length measured 215mm, which is within the specification of 207mm-227mm per catheter product drawing. The guide wire outer diameter could not be accurately measured due to damage to the extrusion. Functional testing could not be performed on catheter due the damage to the extrusion. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of a cut/torn catheter body was confirmed through complaint investigation. Visual analysis revealed a large cut from the skive holes to the juncture hub. The edges of the cut were smooth and uniform and consistent with damage resulting from contact with a sharp instrument (i.e. Scissors, scalpel, etc.). Despite the damage, the catheter met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings to suggest a manufacturing issue. Based on the customer report that the damage was observed during use and the appearance of the sample received , unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "on (B)(6) 2024, during the insertion, the doctor found the swg unraveled and catheter separated during use on the patient." The device was removed and replaced. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include: 3006425876-2024-01005.